Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of aszgs065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leaking was noted at y-site while infusing. It was stated it resulted in delay of care. Infusion was stopped, device was changed then infusion was restarted.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that leaking was noted at y-site while infusing. It was stated it resulted in delay of care. Infusion was stopped, device was changed then infusion was restarted.